Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the device camera field was distorted. The customer tried a second scope and the issue persisted. The patient was under sedation when moved to another room. Another scope was tried and the issue was resolved. The delay was 30 minutes. There was no harm or injury to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturers final investigation and correction to d9, g2, and h6 component code. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.